Manufacturer narrative:
Device evaluation: thirty (33) investigations were completed during the period. For twenty-two (22) the products were returned and a visual inspection did not reveal any obvious defects or damage. A review of the records related to the device that included labeling, manuals, trending, and device history record (DHR) showed that the device and its components met all specifications prior to being released. No product deficiency was identified. For eleven (11) the products were not returned. A review of the records related to the device that included labeling, manuals, trending, and device history record (DHR) showed that the device and its components met all specifications prior to being released. No product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes 86 malfunction events. The event was related to suction loss while laser firing. There were no patient injuries reported associated to the events.

Manufacturer narrative:
Lot numbers of the devices and quantity 60565608 (B)(4). 60543829 (B)(4). 60558086 (B)(4). 60560413 (B)(4). Unknown (B)(4). 60573865 (B)(4). 60593091 (B)(4). 60489878 (B)(4). 60567517 (B)(4). 60511019 (B)(4). 60377741 (B)(4). 60588728 (B)(4). 60559173 (B)(4). 60377739 (B)(4). 60513599 (x 2) 60309863 (x 2) 60522726 (x 2) 60388199 (B)(4). 60552763 (B)(4). 60495107 (B)(4). 60556947 (B)(4). 60567512 (B)(4). 60429449 (B)(4). 60572041 (B)(4). 60454686 (B)(4). 60552762 (B)(4). 60522724 (B)(4). 60475839 (B)(4). 60295221 (B)(4). 60526765 (B)(4). Device evaluation: twenty-four (24) investigations were completed during the period. For one investigation the device was returned . A review of records related to the device including labeling and complaint trending and device history was performed and showed that device met all specifications prior to being released. No product deficiency was identified. For the rest of the investigations the devices were not returned for evaluation; therefore, a failure analysis of the complaint devices couldn't be completed. A review of records including labeling and complaint trending and device history were performed and showed that the devices met all specifications prior to being released. No product deficiency was identified. There were 4 devices that had no identification (no lot number) and therefore the device history was not performed for those. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: one (1) investigation was completed during the period. A visual inspection of the returned product did not reveal any obvious defects or damage. A review of the device history record (DHR) showed the device met material, assembly, and performance specifications at the time of product release. No product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.